Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the setscrew in the right ventricular port of the pulse generator would not tighten. The device was explanted and replaced.